Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement and displacement test. Pump received pump error alarm due to j6 connector resistance issue. Unit received with missing display window cover.

Event description:
The customer reported via phone call that the insulin pump had power error detected as well as damage. Customer blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer states insulin pump had missing rubber piece on the top of the screen. The device will be returned for analysis.